Event description:
It was reported a critical alarm was heard and confirmed through telemetry. The alarm was due to a motor stall. The stall was "int ermittent". There were stalls in the logs going back to 5/13 with some lasting more than 48 hours. The most recent stall showed from today and the pump was currently stalled. It was noted the patient did not hear the alarm but had increased pain and also a few days ago. The patient was currently taking oral medications. The pump contained hydromorphone, bupivacaine and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n174332003, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was later reported that the patient¿s pump was being monitored. On the date of this report, a rotor study was done and the rotors did not move. The healthcare provider (hcp) wanted to replace the pump. The cause of the event, planned treatment/interventions, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.